Event description:
The customer reported the system motorized movement did not work. The system would be effectively unusable. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge representative performed an on site investigation. The mcu, orbital drive assembly, servo drive, and the power supply connector were replaced during the service call. The system was tested and found to be working as intended and put back into service.